Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had frozen display and pump error. Customer¿s blood glucose was unknown at the time of incident. Alarm occurred during the time that the buttons were not responding. Customer reports the screen was not completely blank. Customer was unable to clear the pump errors, power loss alarm and program pump. The insulin pump will be returned for analysis.